Manufacturer narrative:
An event regarding abnormal ion level involving a dall miles cable was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinical review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a primary left total hip arthroplasty on (B)(6) 2007 and a first revision on (B)(6) 2007 since I was able to review the operation reports. I can also confirm that the patient did undergo a subsequent revision on (B)(6)2019 since I was able to review the implant sheets and the intraoperative photos and explanted materials. I was not provided with the operation report for the root cause analysis: there are two events that require examination. The first event is the periprosthetic fracture. The root cause of this event cannot be determined with certainty. However, based upon the fact that the surgeon broached for a #1 accolade implant and inserted a #2 implant, this leads me to believe that the cause was iatrogenic related to the surgical technique. It is very likely that a nondisplaced fracture occurred at the time of implantation which was unrecognized and then subsequently with weight-bearing over a six week period the fracture became symptomatic and was recognized and subsidence of the implant was noted necessitating revision. Of course trauma could play a role but there was no report of any traumatic event other than pain after a therapy session. I would not assign any causality for this event to the implant itself. The second event is the development of metallosis with alleged elevated cobalt levels. The root cause of this cannot be determined with certainty. The root causes of metallosis with elevated metal ion levels are multifactorial include surgical technique, especially in the preparation of the femoral head and trunnion prior to and upon insertion. In this particular case, no mention was made during the primary procedure or the first revision procedure of any particular preparation of the trunnion and femoral head. Also possible contributors could be the patient's lifestyle, activity level and bmi, as well as implant factors." -product history review: review of the product history records indicate devices were manufactured and accepted into final stock with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to pain and elevated ion level. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a primary left total hip arthroplasty on (B)(6)2007 and a first revision on (B)(6)2007 since I was able to review the operation reports. I can also confirm that the patient did undergo a subsequent revision on (B)(6)2019 since I was able to review the implant sheets and the intraoperative photos and explanted materials. I was not provided with the operation report for the root cause analysis: there are two events that require examination. The first event is the periprosthetic fracture. The root cause of this event cannot be determined with certainty. However, based upon the fact that the surgeon broached for a #1 accolade implant and inserted a #2 implant, this leads me to believe that the cause was iatrogenic related to the surgical technique. It is very likely that a nondisplaced fracture occurred at the time of implantation which was unrecognized and then subsequently with weight-bearing over a six week period the fracture became symptomatic and was recognized and subsidence of the implant was noted necessitating revision. Of course trauma could play a role but there was no report of any traumatic event other than pain after a therapy session. I would not assign any causality for this event to the implant itself. The second event is the development of metallosis with alleged elevated cobalt levels. The root cause of this cannot be determined with certainty. The root causes of metallosis with elevated metal ion levels are multifactorial include surgical technique, especially in the preparation of the femoral head and trunnion prior to and upon insertion. In this particular case, no mention was made during the primary procedure or the first revision procedure of any particular preparation of the trunnion and femoral head. Also possible contributors could be the patient's lifestyle, activity level and bmi, as well as implant factors." The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the revision operative report are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "patient was brought in for a hip revision. Patient was having pain and high cobalt levels indicated metallosis per [surgeon]. Explanted head and liner but retained stem. Metal debris and soft tissue damage noted, damage to trunnion of stem but didn't warrant pulling implant. [Surgeon] had to debride soft tissue and repair to the best of his ability. Replaced head and liner". Patient was revised to a 36 +5 biolox head and sleeve and 36e liner. Update from medical review: movement between a dm-cable and underlying soft tissues has gradually but persistently contributed to local metallic debris generation with local tissue metallosis and elevated blood cobalt levels requiring revision